Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the liner was first implanted without any trouble. And then after implanting the stem and reducing the hip, the liner was bent out of shape and popped out of the shell. A different liner was used to finish the surgery.